Event description:
Report received from italy states: "the aspiration lose efficiency quickly and aspirates erratically until complete tubing occlusion. No impact or consequences to the patient."

Manufacturer narrative:
The product was disposed by the hospital and it is not available for evaluation.